Event description:
It was reported that one day post implant, an alert was triggered for high impedance on the right ventricular (rv) lead for both the rv coil and svc coil. The alerts were turned off. The following day another alert was triggered. A chest x-ray showed that the rv coil connector was not fully inserted. Another surgery was to be planned to reconnect the lead. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765, lead, implanted: (B)(6) 2009; 5076-52, lead, implanted: (B)(6) 2009. (B)(4).

Manufacturer narrative:
(B)(4)